Manufacturer narrative:
The gas blender was returned to livanova (B)(4) for evaluation and repair with the following results. The described error could be reproduced,several parts have been replaced to resolve the issue. 73-300-140 measurement bridge awm 5101va - co2 73-300-253 mass flow controller sor-003g co2. The bridge has been replaced because of the measurements deviations during simulations test. After repair, a functional check, new calibration, and tsi were performed successfully. No further errors could be registered with the unit. A review all of the DHR could not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
The model and serial number have not been provided. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device has been requested for return to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system did not deliver the correct oxygen flow during a procedure. The user switched to a manual blender to complete the case. There was no report of patient injury.